Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photograph and one device. Visual and photographic inspection noted the single use loading unit (sulu) displayed a full complement of staples and the interlock was set with no knife blade damage. The loading unit was loaded into a test instrument for functional testing. The test instrument and loading unit were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open right colon cancer resection, when they closed the bowel opening, after the reload was installed, the doctor was ready to use it for suture cutting of the intestinal canal and found that it could not be fired normally. A new reload was replaced to complete the case. There was no patient injury.